Event description:
It was reported that, during an internal fixation surgery, a trigen ruler broke outside the patient. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.